Manufacturer narrative:
The insulin pump passed the displacement test. There was a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and passed. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm that occurred often last week on the insulin pump. Customer reverted to a back-up plan due to having high blood glucose. Customer's blood glucose was 280 mg/dl. The pump was without a battery a reservoir during the call. Customer does not remember having a motor position encoder error alarm. Customer was not able to rewind the pump because the motor error alarm recurred after every button push. The insulin pump will need to be replaced.